Event description:
It was reported that the saline fluid from the unit has an oily film substance. The account believes it is from the strykeflow unit. Another identical unit was immediately available and the procedure was completed as planned. Further, no adverse consequences, medical intervention, or procedural delays were reported.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.